Event description:
A caller reported an occlusion alarm. There was no adverse impact to the customer¿s blood glucose level. The customer declined to troubleshoot and changed supplies and resumed insulin therapy.